Event description:
During its post-market surveillance activities on (B)(6) 2022, penumbra inc. Became aware of a journal article titled, "effectiveness and safety of ica stenting in conjunction with mechanical thrombectomy (antegrade approach) in acute ischaemic stroke patients due to tandem occlusion" (sojka et al. 2020). In this prospective single center study, thirty-four patients were diagnosed and treated for ischemic stroke between january 2016 and may 2019 using a penumbra system reperfusion catheter to perform mechanical thrombectomy. It was reported that four cases of symptomatic intracranial hemorrhage (sich) occurred. However, no procedural complications were reported with any penumbra system reperfusion catheter. It was not possible to ascertain specific device information from the article, nor to match the events reported with previously reported complaints. Therefore, this report addresses all malfunctions and/or adverse events within this literature source.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the penumbra system instructions for use (IFU) include, but are not limited to, hematoma or hemorrhage at access site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.